Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. In particular, the fixation screw extended irregularly ("popped out").

Manufacturer narrative:
(B) (4). Conclusion: as received, the mechanism was blocked in the extended position. After unblocking, the function of the mechanism was found to conform to established specifications with the application of 10 or less turns of the easyturn stylet. The physician indicated that the helix popped out of the lead during the implant attempt. Since blood residue was found on the tip of the stylet, it is hypothesized that perhaps this temporarily obstructed the rotation of the tip of the stylet. Perhaps when sufficient torsional force was applied to the inner shaft of the stylet, this caused the blade to release, and turn rapidly causing the helix to pop out. This could also explain the blockage of the mechanism. It should be noted that all leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns. All other electrical and mechanical tests performed on the returned device conformed to established specifications.